Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The mesh excision was performed by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a total vaginal hysterectomy + mayo mccall uterosacral vaginal vault suspension + advantage fit retropubic mid-urethral sling + cystoscopy procedure performed on (B)(6) 2014 to treat menorrhagia, uterovaginal prolapse and stress urinary incontinence. After the implant procedure, the patient experienced pain and subsequently underwent vaginal mesh excision and cystoscopy under general endotracheal anesthesia. As a result of the procedure, the patient was taken to recovery in stable condition.